Manufacturer narrative:
(B)(6).

Event description:
It was reported that the balloon ruptured. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified vessel. A 10mmx3.50mm wolverine coronary cutting balloon was selected for use. During procedure, it was noted that the balloon ruptured and was removed per usual method. The procedure was completed with a different device. There were no patient complications reported.

Manufacturer narrative:
E1. Initial reporter city. (B)(6). Device evaluated by manufacturer.the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was present in the balloon which is indicative of a leak. The returned device was unable to load onto a guidewire 0.014 due to inner wire lumen damage. The device was attached to an encore inflation unit. Positive pressure was applied, and a pinhole leak was identified 1 mm proximal from the distal markerband. A visual and microscopic examination of the balloon material identified that there was blood in the lumen. A visual and tactile examination found no kinks or damage to the hypotube of the device. Inner lumen damage approx. 3mm proximally from proximal markerbands was noted. The marker bands, tip and blades of the device were visually and microscopically examined, and no issues were noted with the device that may have potentially contributed to the complaint incident. All blades were present and fully bonded to the balloon material.

Event description:
It was reported that the balloon ruptured. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified vessel. A 10mmx3.50mm wolverine coronary cutting balloon was selected for use. During procedure, it was noted that the balloon ruptured and was removed per usual method. The procedure was completed with a different device. There were no patient complications reported.